Event description:
Note: date of event is unknown. On (B)(4) 2008, a boston scientific employee became aware of a clinical study article, "comparison of wallstent and ultraflex stents for palliation of malignant left sided colon obstruction" published in gastrointestinal endoscopy 67:3;2008, pp 478-488. The study was a retrospective analysis to compare wallstent and ultraflex stents. The following information was derived from this article: a delayed perforation was noted after more than 7 days post procedure. No additional information was provided in the article.

Manufacturer narrative:
Unknown/no information available from user facility. (B)(4). The device manufacture date is unknown since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).